Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia or the potential emergency room visit or hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.0. Hardware: iphone15.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient responded to an online survey indicating that since their last medical assessment on (B)(6) 2025, they had presented to the emergency room and/or been hospitalized for elevated blood glucose levels. No further information regarding medical diagnosis or treatment was provided despite multiple good-faith efforts to obtain additional information.